Manufacturer narrative:
Product event summary: the lead was returned, analyzed and no anomalies were found. It was noted that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947m62 implantable tachy lead (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2012.

Event description:
It was reported that the lead dislodged from it's position. The physician decided to use a different lead to ensure greater stability. No patient complications have been reported as a result of this event.